Event description:
-

Event description:
Boston scientific received information that through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. Additional information received showed this right ventricular (rv) lead had displayed noise resulting in oversensing with pacing inhibition. The is-1 portion of this rv lead was capped and replaced with a new rate/sense lead. The rv lead remains implanted for defibrillation purposes only. Additionally, this device is implanted under the pectoral muscle and is part of the subpectoral implant 2009 product advisory that was initially communicated on december 1, 2009. There was no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches and dents on the case. There was body fluid contamination found within the lead barrels. The header was firmly attach to the device. There were signs of eletrocautry on the casing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a lead revision of the non-boston scientific right ventricular (rv) lead, this device was explanted. There were no adverse patient effects.

Manufacturer narrative:
This report will be updated once analysis has been performed.